Event description:
At 20:05 on (B)(6) 2026, while performing turning care for the patient, the nursing staff checked the patient's tubing and monitoring equipment and discovered that the intracranial pressure (icp) probe was not properly secured to the fixed position at the head of the bed, causing the accompanying wires of the icp probe to become tangled and knotted. Upon detecting the abnormality, they immediately loosened and straightened the tangled and knotted probe wires, rerouted the equipment cables, and returned the probe to its proper position. After completing the untangling and repositioning, they attempted to activate the icp monitoring device but found that the instrument could not properly monitor the patient's icp values; the device's monitoring function had failed. A new probe was promptly replaced, and then the readings returned to normal.